Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with cracked battery tube threads, reservoir tube and lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. The blood glucose reading was 600 mg/dl. Customer treated with manual injection. Customer reported that the motor error occurred during the bolus delivery. She stated that there had been possibly moisture damage and that condensation could be seen inside the screen. She stated that she had worn the insulin pump on a waistband against the body. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.